Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. The cause of the handle being unable to charge could not be reliably determined. During the investigation a secondary condition of a damaged 44-pin cable that has no relationship to the reported condition was detected. This condition has a potential for patient harm. The rear housing of the device was removed, and damage was noted to the 44-pin flex cable on the ground pins where it connects to the motor board. The root cause of the observed damage to the flex cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during demonstration, the red indicator illuminated when the handle was inserted into the charger. The handle was tried with other charger, but the same event was found. There was no patient involvement. Medtronic's initial evaluation of the incident device found damage to the 44-pin flex cable on the ground pins where it connects to the motor board.